Event description:
The pt was revised because of compromised pcl, the insert showed minimal wear.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided info stated the pt compromised pcl was a contributing factor. In addition, polyethylene wear after 18-years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.